Event description:
Report rec'd of 3mg of an unspecified narcotic being unaccounted for. The customer reported that they were "unable to account for 3mg. No corresponding demands recorded." The pt did not experience any adverse effect. Though requested, there was no further info available.